Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that functional evaluation was performed and the customer report could not be reproduced. Internal inspection identified loose tubing connections at several locations as well as a loose hardware on the spm connection at the compressor interface. It is possible that these loose connections were a factor in the reported event, but we were unable to firmly establish this was the case. All connections were addresed as part of the service. The device passed all testing, was recerified, and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.